Event description:
During the procedure, the helipaq microcoil (che181030-30/f71604t) could not be detached while using an unspecified cable. It was noted that the system ready light did not illuminate at the time the detachment was attempted. It is unknown how many times the button was pressed during the attempt to detach the coil. The helipaq microcoil was replaced with the same product (lot unknown), and the coil was able to detach without any problem. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complication was reported. It is unknown if the detachment control box and the cable were replaced or not, however, no damages or complaints were reported on the cable or dcb. Prior to the complaint product, some coils (detail unknown) were placed in the target vessel. It is also unknown how many coils were successfully placed after complaint product. According to the physician, the pre-deployment electrical check was performed and no issues noted. The green system ready light illuminated when both the cable and the helipaq were connected and the dcb powered on. The product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. The procedure was coil embolization for internal iliac artery prior to aaa stent grafting that was mildly tortuous and not calcified. The complaint product is unavailable for evaluation. No additional information was available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. It was reported that the device is not available for analysis. Based on the available information and without the return of the device for analysis, no root cause conclusion can be made. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.